Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient said the therapy was working and then they had an accident last night and were soaked. Patient services told patient to check settings and device was at 1.4 volts on program 1, but patient states setting was at 1.5 v the other day. The patient does not know how it went from 1.5 to 1.4 volts. On the call patient increased the stim to 1.6 volts and was advised to monitor their symptoms for a couple days in diary to see if their symptoms improve. No further patient complications are anticipated or expected as a result of this event.